Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited incorrect measurement and showed atrial tachycardia/atrial fibrillation on the report. No intervention was performed. There were no patient consequences.